Event description:
The pt had withdrawal with symptoms of anxiety. An x-ray on (B)(6) 2011 determined that the catheter was fractured. On (B)(6) 2011, the pt was taken to surgery to revise the catheter; the catheter was fractured at the spinal site. During the procedure, it was noted that a bridge bolus was still in progress; the bridge bolus had been started on (B)(6) 2011 at 13:08. They did not have the old drug desired dose to confirm that the internal pump tubing had been cleared of drug. It was noted that the catheter tip was broken off into the csf and hcp said that drug was not being delivered intrathecally. The hcp decided not to find the previous records to find out how much of the bridge had been delivered. On (B)(6) 2011, the pt was found unresponsive at home and was taken to the hospital. The pump was stopped. The pt had an overdose, decreased responsiveness and acute renal failure from vancomycin. The pt was hospitalized. On (B)(6) 2011, the pt was sitting up in bed and was alert and oriented. They turned the pump on at the lowest simple continuous rate which was .24ml per day. The pt recovered without sequela. On (B)(6) 2011, it was reported that the pt was doing well with excellent pain control off oral pain medications on morphine 1.5 mg/day baclofen 30 mcg/day intrathecally; his renal function recovered completely. The device system had been used to deliver compounded baclofen (100 mcg/ml at 40 mcg/day) and morphine (5 mg/ml at 2 mg/day).

Manufacturer narrative:
(B)(4).